Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device intermittently failed the therapy test when the customer performed the operational check. The customer reported that the therapy board and capacitor were replaced in the device one month prior to this complaint. There was no report of patient involvement/adverse patient impact.